Event description:
The physician was coiling an acom aneurysm and could not get the coil to stay within the aneurysm. He removed the coil utilizing the proper technique and had the technician carefully pull the coil back into the introducer sheath. After pulling the introducer sheath out of the rhv, the coil was found to be disconnected from the delivery system and hanging out of the end of the introducer sheath. The case was completed with other penumbra 400 coils. The patient was not affected.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.